Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. There was no motor error alarm noted. There were minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, stained address serial number label, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with motor error alarm. No further information provided.